Event description:
It was reported that a revision surgery was performed due to dislocation.

Event description:
It was reported that a revision surgery was performed due to dislocation.

Event description:
It was reported that a revision surgery was performed due to dislocation.